Event description:
The customer reported the c-arm was stuck at its full height and then got an interlock failure. The customer tried rebooting and could not. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced during the service call. The system was tested, found to be working as intended and returned to service.